Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the drill bit ø3.2 calibr l145 3flute (p/n: 03.010.103, lot #: 67p2232) was returned and received at us customer quality (cq). Upon visual inspection, the distal tip was observed to be broken. No other issues were observed with the returned device, device failure/defect identified? Yes. Dimensional inspection: measured dimensions: shaft diameter = within specifications. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed -drill bit 3-flutes dx.x. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the drill bit ø3.2 calibr l145 3flute (p/n: 03.010.103, lot #: 67p2232). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint # ==> pc-000845441 investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> part: 03.010.103 lot: 67p2232 manufacturing site: bettlach release to warehouse date: 27. Aug. 2020 a manufacturing record evaluation was performed for the finished device 03.010.103 lot: 67p2232 and no non-conformances were identified. Device history batch ==> null device history review ==> null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an unknown procedure. During the procedure, the drill bit was broke-off. There were no fragments generated. The procedure and patient outcome were unknown. This complaint involves one (1) device. This report is for (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 (B)(4).